Manufacturer narrative:
Device inspection and evaluation at rc (repair center) olympus china noted that the reported customer issue was not confirmed however, it was found that the upuhi3pn01ru (gl230600) circuit board was faulty resulting in flow rate indicators light-up failure. In addition, it was found that the thread of the k connector u(gl092200) was broken and therefore the air feeding tube could not be installed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, the front panel flickers. The unspecified procedure was completed with another similar device. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the likely cause of the front panel flicker is a faulty main board. However, the cause of the faulty board could not be identified. Regarding the partially lit abdominal pressure bar graph was likely caused by a faulty front panel. However, the cause of the faulty front panel could not be identified. Lastly, regarding the co2 cylinder hose not being to be installed was likely caused by deformed screws that are used for connecting the hose. However, the cause of the deformed screws could not be identified. Olympus will continue to monitor field performance for this device.